Event description:
During an angioplasty treatment procedure, the balloon separated from the shaft. The physician had inflated the small vessel balloon in a non tortuous, non calcified shunt 8 times. After the 8 inflations (between 6-14 atms), the balloon could not be removed from the sheath. After several removal attempts, the shaft was pulled out from the sheath. The balloon had become separated from the shaft, and was stuck in the sheath tip. The separated balloon was successfully removed with the sheath and procedure was completed. According to the physician, the catheter was removed easily without much force used. No pt injuries or complications were reported. The guide wire used during the case was a radiofocus .018 wire.